Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer primed the infusion set tubing to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump touch screen was delayed in responding to presses. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy. Customer's blood glucose was 120 mg/dl.